Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 560 mg/dl. Customer¿s current blood glucose is 202 mg/dl. The customer reported that the blood glucose level was spike of 300 mg/dl. The customer reported that he had a shoulder injury and received a cortisone injection. Troubleshooting was not done for high. The insulin pump, reservoir and infusion set will not be returned for analysis.